Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle bent events. The blood glucose level was high (specific values was unknown) and the patient was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.